Event description:
Device malfunction: knot lock. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, as the knot was being advanced to the arterial surface, it became locked and could not be advanced further. The suture was removed and manual compression was applied to achieve hemostasis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history review could not be performed.